Event description:
It was reported by service report that the base had broken weldments which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.